Event description:
Medtronic received information that these bioprosthetic valves, implanted for ten years, were explanted due to aortic stenosis, severe mitral regurgitation, and congestive heart failure. Upon explant a tear was noted in one of the leaflets of the mitral bioprosthesis. It was determined that since replacement was needed for the mitral valve, that the aortic valve should be replaced at the same time. Both valves were successfully replaced and were returned for analysis. There were no patient complications reported.

Event description:
Medtronic received information that these bioprosthetic valves, implanted for an unknown duration, were explanted due to aortic stenosis and mitral regurgitation. The products were successfully replaced and will be returned for analysis. Further information has been requested, and no patient complications were reported.

Manufacturer narrative:
No product has been returned for analysis at this time. Should the product be returned, analysis will be performed and a supplemental report filed. No serial number was provided; therefore, a device history review could not be performed. Based on the limited information available no conclusion can be drawn at this time.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve appeared slightly distorted; the stent posts were bent. The leaflets appeared to have been excised and/or torn. Cuts and/or tears through the free margin and lunula of all cusps, resulting with tissue removal, appeared to have occurred during explant. Two commissures appeared to have been cut during explant. Traces of pannus were observed along the tissue and base stitching adjacent to all cusps. The minimal solution the valve was received in appeared to enhance the visibility to the layers of pannus on the inflow and outflow. Pannus appeared to line all leaflets on the outflow, along the outflow margin of attachment to all commissures, partially covering the tops of each commissure, showing possible evidence of restricted leaflet movement. Remnants of pannus were noted along the sewing ring on the outflow to all stent posts and outflow rails. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed trace mineralization in the left right commissure and along the outflow rail adjacent to all cusps. Conclusion: it appeared that leaflet movement may have been restricted due to possible host tissue overgrowth in both valves. A conclusive cause to the pannus was not determined; however, these are known failure modes for bioprosthetic valves. These findings are generally considered a patient related condition. The device history review of this valve was reviewed and no issues were noted that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.